Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery during a bolus attempt after the customer had eaten breakfast. The patient's blood glucose at the time of incident was 401 mg/dl. The customer had not yet treated at the time of call. Troubleshooting was initiated for the no delivery alarm. A prime was attempted and the insulin pump alarmed no delivery. The customer removed the reservoir, rewound the insulin pump, and reinserted the reservoir. A prime was attempted and insulin exited without incident. The reservoir was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.